Manufacturer narrative:
.

Event description:
It was reported that the patient has been experiencing an increase in seizures since (B)(6) 2013. It is unknown whether or not the increase in above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received indicating that the patient experienced an increase in seizures since (B)(6) 2014. It appears that the patient's seizures have resolved and then worsened again in (B)(6) 2014. Attempts to obtain additional relevant information have been unsuccessful to date. The increase in seizures that were reported to have started in (B)(6) 2014 are reported in MFR. Report #1644487-2014-01320.

Event description:
Additional information was received indicating that the vns patient experienced an increase in seizures in january 2014, which suggests that his seizures improved sometime between (B)(6) 2013 and (B)(6) 2014. The increase in seizures from (B)(6) 2014 was reported in manufacturer report # 1644487-2014-01320.